Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ID) was alleged of a malfunction. No adverse patient effects were reported. This device remains implanted. Most recent information suggests that the suspected device malfunction could be excluded as it was noted that the suspected malfunction was due to atrial stimulation within the past ventricular atrial refractory period. Thus, device malfunction was excluded.

Manufacturer narrative:
(B)(4).

Event description:
Upon receipt at our post market quality assurance laboratory visual inspection of the lead barrels and header revealed no irregularities. Lab analysis could not confirm the reported allegation.